Event description:
A reporter called to submit a report about her problems with dexcom 7 cgm. She said when she was using dexcom g6, she did not experience any issues. However, ever since she started using dexcom g7, she had a scary experience. She said one time she woke up from her sleep when her ominipod stopped, her blood glucose reading on her phone was showing 174 mg dl. When she checked her blood glucose with finger stick, the reading was 350 mg dl. She said that night if she wouldn't have woken up, she would have been dead. She said another time, again with similar episode, her blood glucose reading on her watch was 87 mg dl, when she checked it again on finger stick, it was 250 mg dl. She said the dexcom consistently reading low. She said, she contacted dexcom, and they offered to send more supplies. Unfortunately, she has never received them as they were shipped to the wrong address. She said she contacted them again, but she has been round around with no solutions. Now she said she wants to go back to dexcom g6. She said so far she had problems with 3 sensors. Pt code: 1905. Device codes: 2460, 1535. Ref reports: mw5178411, mw5178412.